Event description:
It was reported that during a diagnostic procedure, the hub detached from the introducer sheath.a diagnostic left heart cath was performed without incident. While removing the 6f x 11cm super sheath over the closure device wire, the hub of the sheath detached including approximately 5mm of the catheter. The rest of the catheter portion remained in the patient. A surgeon was called to the cath lab and a cut down was performed to the artery to locate the remaining portion of the super sheath. A clamp was placed on the device and it was able to be removed from the patient. The patient was admitted for observation and discharged the next day. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed the sheath tube was broken 7mm from the hub. A kink was noted 87mm from the tip. The broken portion of the returned product was viewed under magnification. A cut made by a sharp instrument was found on a part of the broken portion and the rest was pulled and detached. Dimensional inspection noted the device met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a diagnostic procedure, the hub detached from the introducer sheath. A diagnostic left heart cath was performed without incident. While removing the 6f x 11cm super sheath over the closure device wire, the hub of the sheath detached including approximately 5mm of the catheter. The rest of the catheter portion remained in the patient. A surgeon was called to the cath lab and a cut down was performed to the artery to locate the remaining portion of the super sheath. A clamp was placed on the device and it was able to be removed from the patient. The patient was admitted for observation and discharged the next day. No additional patient complications were reported.